Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer also reported that the troubleshooting was performed and the display did not returned. The customer stated that the contact on the battery cap was neither damaged nor corroded. The device will not be returned for the analysis.